Event description:
The catheter was returned. The return package indicated ¿precipitated drug at catheter tip stuck on pump cap.¿

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4). Evaluation summary: as received, the catheter had a mass of white colored foreign material at the distal end of the catheter. Analysis of the catheter revealed ¿catheter body broken¿ and a ¿user related hole.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had uncontrolled pain. On (B)(6) 2014, the infusion rate was increased. On (B)(6) 2014, a catheter access port (cap) contrast study was done; the results were reported as "catheter migration." The catheter was replaced. Following the replacement, the pump infusion rate was increased on (B)(6) 2014 and (B)(6) 2014. The outcome was reported as "resolved without sequela" on (B)(6) 2014. The severity of the event was noted to be "mild." The device system was delivering dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Corrected information: the ¿date received by manufacturer¿ on follow-up #1 should have been 06/05/2014 instead of 06/06/2014.